Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with visible evidence of moisture in the display screen. During testing, the pump powered on to a blank display screen, but functioning auditory and vibratory settings. The lines through the display screen could not be confirmed due to the blank display screen. The keypad buttons were unable to be tested due to the blank display screen. Unrelated to the initial complaint, the leak test was performed and failed due to a display lens leak. The pump case was remove and moisture and corrosion were observed on the display flex connector.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. It was reported that there were lines in the display. It was noted that the patient was unable to read the screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.